Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: lost one of the four wheels. Probable root cause: ¿ manufacturing nonconformity ¿ too much equipment ¿ loose / broken wheels ¿ damage during shipping /handling ¿ broken/nonconforming brakes ¿ use error. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that one of the four wheels attached to the bottom of the cart fell off

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that one of the four wheels attached to the bottom of the cart fell off